Event description:
A report was received that the patient¿s battery was uncomfortable. The patient underwent a revision wherein the ipg was relocated. During the procedure, it was discovered that there was a white material that was encapsulated around the lead, like an infection, and believed that it was from a previous surgery. The patient was doing well after the procedure. No further action will be taken for the suspected infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.